Manufacturer narrative:
The ge representative performed an on site investigation. The hard drive, battery, and the monitor were replaced. The system was then found to be operating as intended.

Event description:
The customer reported issues with the hard drive. No report of pt injury.